Event description:
The customer contact reported a tubing ruptured while in use with a power injector with subsequent leak of contrast media. The pt was undergoing an unspecified CT scan. A power injector was being used to deliver unspecified contrast media. After an unspecified length of time, the tubing ruptured proximal to the t-connector and contrast media leaked onto the pt's gown. The extension set was replaced and the CT scan was completed. There were no reported adverse pt effects. No med interventions were required. Though requested, no additional info was pr0vided.